Manufacturer narrative:
The cause for the false (B)(6) hbc total result is unk. A siemens rep examined the hbc total qc and calibrations. No issues were found. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
A (B)(6) advia centaur xp hbc total result was obtained on a pt sample. The pt was known to be (B)(6) by an alternate method. The customer ran the previous sample (tested on the alternate method) on the advia centaur and the result was (B)(6). The pt sample (sample date (B)(6) 2010) was tested on the alternate method for hbc total and the result was (B)(6). Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.

Manufacturer narrative:
The cause for the false (B)(6) hbc total result is unk. A siemens rep examined the hbc total qc and calibrations. No issues were found. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
A (B)(6) advia centaur xp hbc total result was obtained on a pt sample. The pt was known to be (B)(6) by an alternate method. The customer ran the previous sample (tested on the alternate method) on the advia centaur and the result was (B)(6). The pt sample (sample date (B)(6) 2010) was tested on the alternate method for hbc total and the result was (B)(6). Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.